Event description:
It was reported that prior to use with bd pegasus¿ plus closed needle protection IV catheter system "black" foreign matter was discovered at the catheter interface of the indwelling needle. The following information was provided by the initial reporter, translated from chinese to english: when the gynecologist opened the package, he found a black foreign matter at the catheter interface of the indwelling needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-jul-2023. H6: investigation summary: a device history review was conducted for lot number 3009094. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned which displayed the reported foreign matter. Compositional testing of the foreign body was able to identify the substance as a biocompatible lubricant consistent with the manufacturing process. To prevent future occurrences our engineers have tightened leaning and inspection requirements for the manufacturing line.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd pegasus¿ plus closed needle protection IV catheter system "black" foreign matter was discovered at the catheter interface of the indwelling needle. The following information was provided by the initial reporter, translated from chinese to english: when the gynecologist opened the package, he found a black foreign matter at the catheter interface of the indwelling needle.